Event description:
Cardinal health (B)(4) reported rec'd, customer report "secondary medication hung. Noted that flow rate was fast from secondary line and fluid was running back up into primary line IV bag. Tubing was changed to primary line and no further problems noted." There was no pt injury. The se was not saved.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure was not identified.